Event description:
Post-operative readings after cataract surgery were in the minus range, to such a degree that the intraocular lens had to be explanted and replaced in three separate cases. No further problems reported.